Manufacturer narrative:
Serial number is not available at this time. Device manufacture date is not available at time of this report. RMA issued.

Event description:
A medtronic representative reported, the starburst connector screw at the open spine clamp loosens easily from the reference frame after working 1, 2 attempts of pedicle screws during surgery. The surgeon has to re-tighten the starburst connector screw again and re-take 3d scan in order to continue with navigation. The surgeon completed the surgery with the use of the stealthstation. There was no impact on the patient outcome.